Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented to the emergency room due to a syncopal episode. The lead was then found to be exhibiting high pacing impedance measurements as well as pacing inhibition. The local area field representative reported the lead was suspected of a fracture. The lead was successfully capped and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.